Manufacturer narrative:
Result: the 5max ace reperfusion catheter was fractured approximately 36.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the 5max ace reperfusion catheter was being advanced over the wire and the physician noticed that the catheter was in two pieces. Evaluation of the returned product was confirmed. The 5max ace reperfusion catheter proximal shaft was damaged. This type of damage typically occurs if the product was improperly handled during use. If force was applied on the catheter shaft while advancing at an angle, it is likely that damage will occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the ace catheter became fractured while advancing over a guidewire. It was successfully removed and the procedure continued using a new penumbra system 5max ace reperfusion catheter. There was no report of an adverse effect on the patient.